Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are hearing beeping and is wondering if it is the implanted device. The device remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2020: it was further reported that the audible alert was triggered for the right ventricular (rv) lead due to high and undefined rv coil impedances. A possible lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.